Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it was alarming transducer fault. The customer stated there was a patient on the unit when the reported issue occurred, there was no harm or injury to the patient reported.